Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step. There was no adverse impact to the customer. The customer changed infusion set, cartridge and resumed insulin successfully.